Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt was initially sent home with the PICC inserted following the procedure that occurred in the picu. When the pt returned to the hospital, the dressing was removed to find that the PICC catheter was broken in two pieces. The segment that remained in the pt was removed without issue. As a result, the removed PICC was replaced with a new PICC. Pt stated that they were unaware of the break in the catheter. There was no reported delay, death, or complication to the pt as a result pf this issue or occurrence.